Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed for button error. Blood glucose reading was 112 mg/dl. No buttons were pushed longer than 3 minutes. Out of warranty letter being sent by post and email. Nothing further reported.